Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage post-op. It was reported that the patient felt painful from (B)(6) of 2018, seated on the sofa and heard "gedeng" sound on (B)(6) 2018. After a moment, could walk slowly, but 2 days later, felt much more pain, went to hospital and it was found that the implant was broken. 2nd surgery was done on (B)(6) 2018, and the broken rod removed. The 1st surgery was done on (B)(6) 2013. Now the patient is stable and left from the hospital. The broken rod was retained by patient.